Event description:
Discordant, falsely elevated human chorionic gonadotropin (hcg) results were obtained on multiple diluted patient samples tested on an advia centaur xp instrument. The samples had on-board, 1:100 dilutions. The discordant results were not reported to the physician(s). The samples were repeated on two alternate advia centaur instruments and resulted as expected. It is unknown if the repeat results were reported to the physician(s). The customer stated that initial results >30,000 miu/ml are only reported once they have been confirmed. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hcg results.

Manufacturer narrative:
A siemens regional support center (rsc) specialist and a siemens application specialist were dispatched to the customer site. After evaluation of the instrument and instrument data, the rsc specialist and the application specialist did not find an instrument malfunction. The rsc specialist adjusted the sample probes. A patient pool of samples with true values of approximately 30,000 miu/ml were run with manual dilutions of 1:2, 1:4, 1:8, 1:16, 1:24, and 1:48 and all results were as expected. A second patient pool of samples with true values of approximately 30,000 miu/ml were run with a 1:100 dilution and results were also as expected. The cause of the discordant hcg results is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.